Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room unconscious after receiving several defibrillation shocks due to ventricular tachycardia episodes. The ventricular tachycardia was reverted with external defibrillator while in the emergency room because the device did not delivery additional therapies. Device interrogation revealed the device was in backup vvi mode. The therapy had been delivered due to lead noise. A system replacement was recommended. The patient is in stable condition and being monitored in the hospital.